Event description:
During flush of heparin ns (normal saline), the system continued to inject after finger was was taken off of the button. Had to disconnect the hand controller (via phonejack) from the medrad injector. Hooked it back up, then continued to try to flush again - same thing occured. Had to get a new hand controller which worked fine. Also rebooted whole system after case was done.